Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's system was infected. Implanted leads included a boston scientific transvenous right ventricular (rv) and left ventricular (lv) lead, as well as a competitive right atrial (ra) lead.

Manufacturer narrative:
These products were explanted, and a request has been made to have them returned to boston scientific. This event will be updated if any additional information becomes available.